Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) dislodged the deployed valve from the target location into the sinus. The valve was snared and left implanted in the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).